Manufacturer narrative:
Unit power up properly after battery installation. No blank display noted. Unit alarmed failed battery test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart error, displacement tests or verify off no power, change batt, low batt, weak batt and batt out limit alarms due to failed batt test alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, stained address/serial number label and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had battery issues battery out limit. The customer¿s blood glucose level was unknown. The customer stated that they had problems with the battery and changed it very often also received different alarms low battery, change battery, battery out of limit. The insulin pump will be returned for analysis.